Event description:
A patient death was reported. The date of death was (B)(6) 2011 and occurred at the patient's home. The cause of death was not known, but it was indicated the patient had been under hospice care for "some time." Additional information received reported the patient had been under hospice care possibly for altered mental status, as noted in (B)(6) 2011 emergency room notes listed in the patient's medical file. Additional information also reported the patient had experienced frequent urinary tract infections. The patient was last seen by her primary care physician on (B)(6) 2011.

Manufacturer narrative:
Lead model 3889 lot# v297366 implanted: (B)(6) 2010 explanted: unk; programmer model 3037 serial# (B)(4).